Manufacturer narrative:
The insulin pump had a button error alarm and unresponsive buttons due to the corroded keypad traces. A missing end cap sticker was also noted on the pump.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer reported that the pump was exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.